Manufacturer narrative:
Investigation outcome: it was reported that the ventilation stopped while on patient and the device screen went black. However, the reported issue cannot be verified from device logs. No tf/te appeared the reported date of event (i.e 09/10.01.2025). It was noticed in the device logs that the power status switched rapidly between ac and battery on multiple occasions. On 10.jan.2025, the device started on battery power and within few minutes switched to ac and finally to battery again and remained on battery until the rsoc for battery 1 and 2 dropped below 20%. This is when the device alarmed for 'battery low' in high priority and finally switched to standby. Around the same time the device also switched the battery status rapidly between discharging and idle. No device problem found and reported issue could not be verified in the device log files. The case is considered as closed.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The following were reported to hamilton medical ag: during the ventilation of a patient, the ventilation stopped and the screen went black. The user reported seeing low battery alarm before the ventilation stopped and the screen went black. No harm to the patient occurred.